Event description:
Boston scientific received information that during routine replacement of this pacemaker with another manufacturer's device, attempts were made to loosen the ventricular setscrew with several other manufacturer's torque wrenches without success. Subsequently, the insulation on this right ventricular (rv) lead became damaged and loss of capture (loc) was observed. The device was then programmed to unipolar and capture was restored. The physician felt that the setscrew was stripped, so the back of the device header was cut off to attempt to loosen the setscrew and remove the rv lead, however, was also unsuccessful. Finally, an additional manufacturer's torque wrench was used and the setscrew was successfully loosened. The rv lead was removed from the device header and surgically abandoned. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The return of this product is not expected at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.